Manufacturer narrative:
(B)(4).

Event description:
It was reported that "he loos 3 error message and high baseline error message and intermittently ECG and ap values are higher.compared to patient monitor".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "helium loss 3 error message and high baseline error" was confirmed by the field service technician. No iabp part was returned to teleflex chelmsford for investigation. According to the eqr report, the issue was resolved after adjusting the pcs assembly screw. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met. During the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "he loos 3 error message and high baseline error message and intermittently ECG and ap values are higher. Compared to patient monitor".